Event description:
It was reported that the user experienced persistent connection and pairing failures between the ilet and a dexcom g7 sensor, culminating in a sensor failed error after a firmware update was completed during the call. The user had already attempted multiple sensor connections and switching cgm type and was advised to obtain a glucometer for bg run mode and to contact the cgm manufacturer. Symptoms included inability to obtain cgm glucose readings. Outcomes included interruption of automated insulin dosing due to unavailable cgm data and the need to operate in bg run mode contingent on fingerstick availability. Investigation included remote troubleshooting and user education on firmware update, cgm pairing steps, and interim blood glucose management. Investigation of this case revealed the cgm sensor failed and could not provide readings to the ilet, and the responsible device could not be identified. It was concluded that the event involved a failed cgm sensor resulting in loss of cgm data for the ilet without confirmed blood glucose values and without reported injury or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.